Event description:
It was reported to boston scientific corporation that during a stone removal procedure, the cut wire of the stonetome tore inside the patient. Reportedly, no portion of the wire detached inside the patient. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Event description:
It was reported to boston scientific corporation that during a stone removal procedure, the cut wire of the stonetome tore inside the patient. Reportedly, no portion of the wire detached inside the patient. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
A visual examination of the returned device found that the working length of the device was found twisted likely due to customer use. During analysis, the cutting wire was found broken close to the proximal pierce hole. The broken end of cut wire was found blackened/burnt and it appears that the exposed cut wire snapped likely due to being grounded against some part of the scope and/ or higher power settings. The distal end of cut wire remained intact to the anchor notch assembly. The proximal end of cutwire remained retracted into the extrusion at the proximal pierce hole with the broken end extended out of the proximal pierce hole and was found to be blackened/burnt. The outer diameter (od) and length of the exposed cut wire was measured and found to be within specification. The returned unit was consistent with the complaint incident that the cutting wire of the device was broken likely due to the procedural factors / generator settings. Therefore the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications. A lot history search was performed and found no other complaints against lot number 14827044.

Manufacturer narrative:
Reported event of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.